Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer. The device was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination of the hypotube found multiple kinks along the shaft. No kinks or damages on shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon. A pinhole was located in the balloon material in the mid-section of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material in the mid-section when inflating to rated burst pressure of 12 atmospheres.

Event description:
It was reported that a balloon issue occurred. The 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, while the device was inside the patient, a leak occurred. The procedure was completed with another of the same device. There was no patient complications reported and the patient condition following the procedure was stable. It was further reported that the balloon was completely and directly removed from the patient body. Also, leak was noted on the balloon.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon issue occurred. The 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, while the device was inside the patient, a leak occurred. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.